Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the kit was opened onto the sterile field and one side of the hemopro jaw was noted to be defective. It appeared that it was "crumbling" and the hospital was able to collect some of the fragments. The device was not used on the pt and there were no pt effects. A replacement device was used to complete the procedure. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).